Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. No damage was noted to the isolation tape on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 146 mg/dl. Customer stated that the pump was dropped on the kitchen flood and broke. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.